Event description:
It has been reported that the location of the cather icon was not the same as the actual location. Pt injury may occur if the catheter icon location is different from the actual location since the area being ablated may not be the area intended by the physician. No pt injury was reported for this event.